Manufacturer narrative:
Patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect total b-hcg result for a 26-year-old female patient. The following data was provided: on (B)(6) 2022 sid (B)(6): initial b-hcg result: 1891.31 miu/ml (result reported out and questioned by physician on (B)(6) 2022) / on 02jun2022 retested sample (sid 1004): < 1.2 miu/ml the customer¿s b-hcg reference range: 0-10 miu/ml is negative, > 10 miu/ml is positive there was no impact to patient management reported.

Manufacturer narrative:
While troubleshoot the issue, service observed amounts of crystals under washzone2 manifold and surmised the crystals may have fallen into reaction vessels possibly causing result interference. Service cleaned the wash zone 2 probes and the washzone2 manifold, however, the manifold with valves, fep tips (part number 7-96263-05) was deemed the likely cause for the issue. The issue was considered resolved with the cleaning of the manifold with valves, fep tips. No contributing factors in the month prior to the complaint were identified in- regards to the system. The service history of the (B)(6) verifies no subsequent false positive b-hcg patient results have been reported. A review of tracking and trending did not identify any related trends for the product for the issue. The device history record was reviewed and did not identify any non-conformances or deviations related to the current complaint. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified. This follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.